Event description:
It was reported that the smartset gmv bone cement took 20 minutes to hardened.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed and found appears to be partially solidified and most likely an incorrect mixing between the liquid and powder. The reported condition was confirmed, however the root cause cannot be established. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot, a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.